Manufacturer narrative:
As received, a partial lead was returned in three pieces. The connector portion measuring 2.2 cm, a piece of the connector boot measuring 0.5 cm, and the middle portion with only the portion of connector boot and outer insulation were returned measuring 21.5 cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-18290, related manufacturer reference number: 2017865-2021-18294. It was reported that the patient deceased due to septic shock. The implantable cardioverter defibrillator, right ventricular (rv) lead, and right atrial (ra) lead were explanted at a crematory. It is unknown if the devices or leads caused or contributed to the patient death.